Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 550 (mg/dl) and moderate ketones. Manual injections were delivered to address bg levels. Troubleshooting with tandem technical support detected that the occlusion was possibly in the infusion set tubing. It was recommended that the customer change the tubing and cartridge. The customer acknowledged.